Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: on (B)(6) 2020, a 77-year-old male patient underwent tevar to treat a thoracic aortic aneurysm. The landing zone of the distal device was planned to be just above the superior mesenteric artery. The physician planned the procedure as follows, placing a zta-d-34-190-w1 just above the sma first as a distal device, then placing stentgraft from another manufacturer as a proximal device from zone 4. However, deployment difficulties occurred and consequently, the stent graft was not placed in the desired position, therefore a back-up device, zta-d-34-142-w1 (complaint device), was additionally placed in the desired position. The replacement zta-d-34-142-w1 could be deployed with no problem. However, final angiography confirmed type 1b endoleak from zta-d-34-142-w1. Per additional information received the physician decided not to perform additional treatment of the type 1b endoleak at the procedure, but to evaluate at 1 month follow CT. There have been no adverse effects to the patient reported. Per the imaging reviewers¿ findings, the distal landing zone diameters are 24 x 25 mm at the sma, 27 x 30 mm at the celiac, and 31 x 33 mm just above the celiac. The zta graft (zta-d-34-142) is advanced into the previous graft and positioned with the distal graft edge just above the sma. This graft is completely deployed with full expansion of the distal bare spring, extending slightly below the distal edge of the previous graft. The postoperative CT study is likely immediately following the repair. The maximum taaa sac diameter is 60 mm with an endoleak extending around the graft throughout the sac. This appears to be a type 1b from the distal sac margin. The 1st zta (34 x 190 mm) graft overlaps 54 mm in the ctag graft and extends into the distal thoracic aorta. The 2nd zta (34 x 142 mm) graft begins 24 mm lower than the first one within the ctag overlap segment and extends 4 mm distal to the 1st zta graft, landing immediately above the celiac origin. The distal zta graft diameter is 26 mm here with < 9 mm of length in the landing zone from the distal graft to the distal sac. There is inadequate distal sealing resulting in the type 1b endoleak. The distal bare stent measures 23 mm in diameter and lands over the patent sma. Per the imaging reviewer¿s impression there is less than 9 mm of landing zone length between the distal graft and the end of the taa sac. Though the endoleak could be retained contrast from the recent procedure (reportedly performed the same day), it is highly suspicious for a type 1b source due to inadequate distal sealing. The taa anatomy is outside the IFU for repair with this device as there is an inadequate distal landing zone above the celiac trunk on preop imaging along with diameter narrowing at this segment. Review of the device history record gave no indication of the device being produced outside of specifications. A likely cause for this event is related to an inadequate distal sealing zone. Per the IFU a distal aortic neck length of at least 20 mm proximal to the celiac axis is required. These sizing measurements are critical to the performance of the endovascular repair. The IFU also states that endoleak is a known adverse event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Similar to device marketed under PMA/510(k): p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2020, a (B)(6) male patient underwent tevar by right fa approach. The patient had shaggy aorta and aneurysm had been developed widely in the thoracic descending aorta. The patient was not suitable for tevar since the landing zone of the distal device had to be just above the sma. However, because the physician assumed that the patient would not be able to bear descending/ thoracoabdominal aorta replacement in consideration of patients strength, he decided to conduct tevar. The physician planned the procedure as follows; placing zenith alpha thoracic just above the sma first as a distal device, then placing gores ctag as a proximal device from zone 4. (Placing order: distal --> proximal.) The delivery system of zta-d-34-190-w1 was inserted from the right fa, then the physician started deploying the stent graft after confirming where the sma was. He continued the deployment with following the package insert though, the distal bare stent could not be deployed; the physician slid the sheath together with the black telescoping gripper in a distal direction to deploy the bare stent and confirmed that the release window on the handle turned green, but the bare stent did not expand properly on the screen of fluoroscopy. (The bare stent expanded in a v-shape. The distal side of the bare stent = the side of the bottom of v) since the bottom cap is not shown on the fluoroscopic screen, it was unknown if the issue was caused because the bottom cap was not withdrawn or bare stents/ barbs were tangled. After that, the physician turned the blue rotation handle to open the proximal end of the graft. He expected that the bare stent would expand when the dilator tip was withdrawn through the stent graft, but the entire inner introduction system could not be withdrawn. Therefore, he suspected that the deployment failure of the distal bare stent and withdrawal failure of the inner introducer system were caused by breakage of the trigger wires. He disassembled the blue rotation handle and pulled the wires with following the troubleshooting method to check the number and length of the wires. No problem was found in the number and length of the wires. Since the user then suspected that the bare stent/barbs were caught on the bottom cap, he pushed up and pulled back the delivery system to solve the issue, but the bare stent would not be deployed at all. Therefore, the physician cut/opened the left fa, which was not planned, then advanced a wire guide in order to attempt to expand the bare stent with a balloon device. However, even the wire guide could not pass through the unexpanded bare stent. He wanted to avoid the open abdominal surgery and he thought that deployment of the stent graft (zta-d-34-190-w1) just above the sma would be impossible. After pushing up the distal side of the stent graft into the aneurysm, the user rotated the gray positioner with some force, then the bare stent could be deployed with rotating motion. (It took approximately 1.5 hour until the bare stent could be deployed.) Since the stent graft was not placed in the desired position due to the event, a back-up device zta-d-34-142-w1 was additionally placed in the desired position. The replacement zta-d-34-142-w1 could be deployed with no problem. However, final confirmatory angiography confirmed distal type 1 endoleak from zta-d-34-142-w1 ((B)(4)). Because it took much time to deal with "difficulty in deploying a distal bare stent" occurred on zta-d-34-190-w1 ((B)(4)) and also because physicians were worried if another failure would occur if they performed additional treatment such as as ballooning, they decided not to perform any additional treatment for the type 1b endoleak at that time. Instead, they planned to judge whether they would place another manufacturer's device additionally if the endoleak remained even at 1 month follow-up CT. (As of 01mar2021, no information about the follow-up has been provided, but will be provided later.) There have been no adverse effects to the patient reported. Additional information received 26jan2021: zta-d-34-142-w1 was inserted from the same right fa.. Patient outcome:(B)(6) 2020: the patient recovered.